Manufacturer narrative:
Device evaluation of monitor has been completed. After incoming evaluation as reportable problem was confirmed. Upon investigation the monitor had a defective c600 processor on the computer/analog board. The root cause for the defective c600 processor could not be positively identified.. No adverse event resulted from the damaged monitor.

Event description:
Device evaluation of monitor has been completed. After incoming evaluation as reportable problem was confirmed. The monitor failed incoming testing.